Manufacturer narrative:
An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process. System components reservoir model- 72404162 lot sn- null. Mfg date- null. Exp date- null. Gtin- 00878953003245.

Event description:
It was reported that the patient experienced fluid loss. The tube from the pump to the cylinder was cut. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient experienced a non-functional implant.

Event description:
It was reported that the patient experienced fluid loss. The tube from the pump to the cylinder was cut. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient experienced a non-functional implant.